Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
Updated information: "(B)(6) 2012: the patient presented with the following pre-op diagnosis: spinal stenosis of lumbar region, without neurogenic claudication; degeneration of lumbar or lumbosacral intervertebral disc. The patient underwent the following procedures: transforaminal lumbar interbody fusion at l5/s1; posterior fusion at l5 s1; revision instrumentation l4 to s1. The following implants were used: infuse bone graft, grafton orthoblend, concorde bul lor 9x11x27, viper2 lordotic rod-70mm, mis single inner setscrew, cortical screws and orthostat. The patient tolerated the procedure. The patient had the following postoperative diagnosis: spinal stenosis; degenerative joint disease."

Event description:
"(B)(6) 2012: the patient presented with the following pre-op diagnosis: spinal stenosis of lumbar region, without neurogenic claudication; degeneration of lumbar or lumbosacral intervertebral disc. The patient underwent the following procedures: transforaminal lumbar interbody fusion at l5/s1; posterior fusion at l5 s1; revision instrumentation l4 to s1. The following implants were used: infuse bone graft, grafton orthoblend, concorde bul lor 9x11x27, viper2 lordotic rod-70mm, mis single inner setscrew, cortical screws and orthostat. The patient tolerated the procedure. The patient had the following postoperative diagnosis: spinal stenosis; degenerative joint disease."